Event description:
It was reported that during attempted insertion of the iab through a sheath, the catheter would not pass through the sheath. The pt suffered an acute infarct while still in the or. The pt was reopened and was reconnected to bypass. Later, the pt was weaned and taken to the ICU. There, an iab was successfully inserted. There were no further complications.